Manufacturer narrative:
Unit received with blank display due to corroded battery tube. After cleaned battery tube unit still blank display. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. No broken battery tube threads noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a broken battery compartment. No further details were provided. The insulin pump was returned for analysis.